Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention the device was unable to cross the lesion. The target lesion was located in the right coronary artery (rca). A 20 x 4.50mm taxus liberté stent was advanced; however, the device could not cross the target lesion. The procedure was completed with a different device and no patient complications were reported. The patient was stable post procedure. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the stent was damaged. One strut at the centre of the stent was misaligned. No other issues were noted with the device. No damage was noted with the actual tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).